Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient presented in clinic complaining of skipped beats. An EKG showed unpaced, dropped beats. Attempts to interrogate the device were unsuccessful. The device was found to be in backup vvi mode. The device was explanted and replaced, otherwise there were no further adverse consequences.

Manufacturer narrative:
The reported field events of sensing anomaly, backup vvi, and telemetry anomaly were confirmed in the laboratory. Review of the device image indicated that the device went into backup dfo mode due to a software reset. Review of the stored egms indicated inappropriate pacing inhibition due to oversensing. The device was tested on the bench as well as using automated test equipment and an anomalous component was found on the hybrid. The cause of the reported backup vvi was a software reset. The cause of the reported telemetry anomaly was an anomalous component on the hybrid. The cause of the reported sensing anomaly could not be determined.